Event description:
The account generated a (B)(6) architect (B)(4) on specimen ID (B)(6) that repeated reactive (8.72, 5.88, 4.15, 2.95 s/co). Additionally, the patient previously tested (B)(4) reactive with an unknown method. No patient information was available. No impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, (B)(4), list number 8l44, that has a similar product distributed in the us, architect core, list number 6l22. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Patient: no consequences or impact to patient (B)(4); (B)(4) device: (B)(6) result (B)(4).

Manufacturer narrative:
(B)(4). An evaluation was performed for potential false non-reactive result when using architect anti-hbc ii reagent, list number (B)(4), lot number 01355li00. The evaluation results are as follows: - retained kits of architect anti-hbcii reagent, list number (B)(4) lot number 01355li00 and lot number 93475hn00 (as reference), were calibrated on two different instruments and all calibrations met instrument specifications. All control values met control specifications and were in the typical range. - furthermore, 30 additional replicates of positive control were tested with both reagent lots on each of the two instruments in order to evaluate if the mean values of reagent lot, lot number 01355li00 and reference lot, lot number 93475hn00 are statistically equivalent. All values of the positive control were between 2.41 and 2.81 s/co and no false negative results were obtained. - the means and sd values of both lots were calculated and compared by statistical support group. The mean values of lot 01355li00 and lot 93475hn00 (reference lot) were not statistically significant different on both instruments. Hence architect anti-hbcii reagent lots 01355li00 and 93475hn00 show an acceptable performance. - in addition, the clinical sensitivity was evaluated by testing one commercially available seroconversion panels ((B)(4); zeptometix). The seroconversion panel results were compared with historical test data (lot number 93475hn00) for this seroconversion panel. Lot 01355li00 detected the same bleed of the panel as reactive as lot number 93475hn00 as shown in the historical data. Based on these data it was shown that the sensitivity performance is not adversely affected. - as part of this evaluation a review was performed of the complaint records for the affected lot number and did not identify any problems relating to the customer observation. Based on this evaluation, it is determined that the architect anti-hbc ii reagent, list number (B)(4), lot number 01355li00, identified in this complaint is performing acceptably. No product deficiency was identified.